Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a complicated post-op period and elevated lactate dehydrogenase. The patient had very acute decompensation and instability. Log files were submitted to assess for signs of thrombosis. Thrombosis was not confirmed. The low flows noted on the log files were in the hours following the implant, during which the patient required an open chest at the bed side with manual cardiac compression before return to the cardiovascular operating room for extracorporeal membrane oxygenation cannulation. The low flow alarms resolved with mechanical right ventricle support and hemodynamic stability. Computerized tomography showed infarcts on head. Patient remained on right ventricle support and was in critical condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 22:24:50 through (B)(6) 2022 at 8:49:19. Low flow events were captured throughout the log file from (B)(6) 2022 at 22:24:50 through (B)(6) 2022 at 0:36:40. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jun2022. The heartmate 3 lvas IFU, is currently available. This IFU lists device thrombus and stroke as adverse events that may be associated with the use of heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen and inr range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.